Event description:
It was reported that the patient received multiple shocks and was hospitalized. Upon interrogation, the data showed the right ventricular lead had high lead impedance and the real time right ventricular tip/ring electrogram showed annotated noise artifacts. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. We also received performance data collected from the device and have analyzed the data. High resistance/impedance was noted and there was one patient alert for right ventricular pace lead impedance greater than 3000 ohms on (B)(6) 2012. The daily pace lead impedance log data shows an abrupt increase for ventricular pace equal to 800 to 3536 ohms peak between (B)(6) 2012. Oversensing was noted with forty two ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2012. There were seven ventricular fibrillation episodes less than or equal to 210 ms average ventricular-cycle on (B)(6) 2012. Interference/noise was noted with a ventricular short interval count equal to 11822.0 counts average/day, in 2.89 days, between (B)(6) 2012.